Event description:
During the index procedure one endeavor sprint rx drug-eluting stent was implanted to the distal lad. The patient was free of symptoms at the 30 day follow up. Approximately 4.5 months post the index procedure a revascularization of the mid lad was performed due to a positive history / recurrent angina pectoris, presumably related to target vessel. Investigator describes lesion as in-stent restenosis. Investigator has indicated the event was related to study stent. Another brand of stent was implanted during the revascularization. Patient was asymptomatic at the 6 month follow-up. The patient had a stent thrombosis due to a positive history or recurrent angina pectoris presumably related to the target vessel approximately 3 years and 4 months post the index procedure. The event was not related to the study stent. The patient also had a revascularization of the distal lad due to in stent restenosis. The diagonal branch was also treated. The patient was free of symptoms at the 1 year, 1.5 year and 2 year follow up, had stable angina at the 2.5 and 3 year follow up and unstable angina at the 4 year follow up.

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure (stent thrombosis and revascularisation).